Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 5/11/2022, it was reported by a sales representative via phone that an ar-1588tn-21 tightrope ii abs suture would not shuttle. Another ar-1588tn-21 tightrope ii abs was opened and case was completed without further issues. This was discovered during an acl procedure on (B)(6) 2022.